Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel. The noise was oversensed, resulting in pacing inhibition for this pacemaker-dependent patient. Additionally, a device memory disk was received for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. A guidant technical services consultant discussed diaphragmatic oversensing or a potential lead issue. The physician will continue to monitor the oversensing issue. Guidant received information that this device was explanted and replaced without incident.